Event description:
The manufacturer received information that a trilogy 200 ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury was reported. During device evaluation, an error code was noted in the device error log. A ventilator service required code e-195 was recorded indicating the internal lithium-ion battery was in a low state of health. After recharging the battery and testing again, the ventilator service required error code occurred again. The internal lithium-ion was determined to require replacement to address this issue. Additional findings not related to the malfunction/issue: the rubber feet were missing and required replacement, the cord retainer was broken and required replacement, and the handle was cracked and also required replacement. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.